Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient presented with a fluid air pocket and loss of lock while recovering from a sickness. The recipient was prescribed antibiotics (type unknown) and symptoms have improved. The recipient has healed. The air bubble resolved with the pressure dressing.